Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient¿s outcome could not be conclusively established through this evaluation. Review of the submitted log files confirmed low flow alarms; however, a specific cause for this finding could not be conclusively determined. Review of the submitted log files confirmed intermittent low flow alarms on (B)(6) 2025. No external power events with alarms were also captured on (B)(6) 2025, refer to the mobile power unit investigation regarding these findings. The controller backup battery powered the system each instance until external power was restored. The system operated at the set speed without issue until the driveline was ultimately disconnected and the controller was turned off, consistent with discontinuation of support. There were no other notable findings. It was reported that heartmate 3 lvas, serial number (B)(6), will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death, cardiac arrhythmia, and bleeding. Section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 6 also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 5 "surgical procedures" explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 1 of the IFU also provides an explanation of all pump parameters, including flow and power. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿heartmate touch communication system¿ states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow alarm, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow alarm, call your hospital contact immediately for diagnosis and instructions. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to ischemic cardiomyopathy. The patient was brought to the hospital via an ambulance due to cardiac arrest from a skilled nursing facility (snf). The patient was seen by staff 20 minutes prior to emergency medical services (ems) being called, and the staff went into the room because they heard a left ventricular assist device (lvad) alarm and found the patient down. On ems arrival they noted an alarm sounding and patient in ventricular tachycardia. The patient was given 3 rounds of epinephrine, and it was unclear if "shocked". The patient's pupils were fixed and dilated upon arrival. The patient was intubated and placed on a mechanical compression device with copious foamy bloody output from the tube during transport. During transport the alarm was noted to have changed tone. The patient arrived at the clinic in cardiac arrest. The physician was at bedside and had lvad team on face time going over the pump. The pump was unplugged on arrival, and we plugged it back in while cardiopulmonary resuscitation (CPR) continued. 2nd access was obtained and 1mg epinephrine was drawn up. Respiratory suctioned airway and was placing on capnography and fluid was hung. On review of lvad by the physician it was noted that the pump was dislodged and at the recommendation of the lvad team resuscitation was stopped as there was no way to intervene on this. The outcome was not device or therapy related, and the device would not return. Log files were submitted for review and captured the onset of intermittent low flow hazard events on 07sep2025 at 11:01 am. These low flow readings continued until the driveline was disconnected from the system controller at 11:34 am on 07sep2025. The patient was in and out of no external power mode prior to and during these events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Review of the submitted log files revealed that the no external power alarms were due to losses of external power while connected to the mobile power unit (mpu). The system controller backup battery supported the system during the losses of external power without any issues.